Event description:
It was reported that a patient was found by staff laying high on the left side with both legs dangling over the edge of the bed. The left leg shin area was allegedly caught between the bottom portion of the left upper bed rail and the mattress (zone 4) resulting in a small skin tear. It was also reported that the bottom rails were in use during the time of the incident.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer. Their alleged inspection identified that this issue was not product related and there was no malfunction found with the bed. They also stated the patient's skin tear did not require any medical intervention. Customer performed evaluation.

Event description:
It was reported that a patient was found by staff laying high on the left side with both legs dangling over the edge of the bed. The left leg shin area was allegedly caught between the bottom portion of the left upper bed rail and the mattress (zone 4) resulting in a small skin tear. It was also reported that the bottom rails were in use during the time of the incident.